Event description:
It was reported that; surgeon had some negative experiences with the screwdriver and the polyaxial closed head screws in a recent surgery. For the closed head polyaxial screw, he experienced a stripped set screw during final tightening. For the screwdriver he experienced stripping and breaking of the t25 torx drive geometry during screw insertion.

Manufacturer narrative:
Method: complaint history review, risk assessment. Result: the customer reported event was confirmed via correspondence. No adverse consequences or surgical delays were reported. The surgeon was informed that the stripping of the iliac screwdriver is a result of high density bone in the ilium in combination with under-sized tapping of the hole. It was recommended to tap closer to size especially with patients with hard bone. The cause is a combination of high density bone with under sized tapping of the screw hole.

Event description:
It was reported that; surgeon had some negative experiences with the screwdriver and the polyaxial closed head screws in a recent surgery. For the closed head polyaxial screw, he experienced a stripped set screw during final tightening. For the screwdriver he experienced stripping and breaking of the t25 torx drive geometry during screw insertion.